Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical that the avea ventilator was delivering lower positive end expiratory pressure (peep) than what was set. The customer confirmed that there was no patient involvement associated with the reported issue